Event description:
Hcp stated pt experienced poor pain control. The pt had received hydromorphone and clonidine 33 mg/day of 75 mg/ml. Catheter contrast study was normal. Residual volume on last refill was 18 cc. Hcp believed pump battery was dead but the alarm was not heard or seen on the programmer. The low battery alarm was heard on explant. The pump was included in the recall for pump catheter access port detached.

Manufacturer narrative:
Final device analysis results reveal battery depletion end of life- e.o.l.